Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-02610. It was reported the patient's scs stimulation therapy turned off and it could not be turned back on. A system impedance test revealed invalid impedances on one of the leads. As a result, surgical intervention was undertaken wherein the lead was replaced with a new one. Effective stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Corrected data: date of explant.

Event description:
Device 1 of 2 :reference MFR report: 3006705815-2018-02610.